Event description:
During implant procedure, the atrial lead became dislodgement. The physician attempted to reposition the atrial lead however, the stylet became stuck and a new atrial lead was implanted. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a ¿stuck stylet¿ was confirmed. The cause for the field report of a ¿stuck stylet¿ was due to blood. After cleaning, the helix could extend and retract. The helix extension length was measured to be within specification.